Manufacturer narrative:
(B)(4). The results of the investigation are pending at the time of this report.

Event description:
The customer reports that during retraction, the inserter experienced force and then the wire guide broke. There were no broken pieces left in the patient. No patient injury or consequence per medical professional. No delay or interruption in therapy.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the guide wire and catheter and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during retraction, the inserter experienced force and then the wire guide broke. There were no broken pieces left in the patient. No patient injury or consequence per medical professional. No delay or interruption in therapy.